Event description:
It was reported that the patient¿s hcp (health care provider) told the patient that her pump would shut off at 5 years which would be (B)(6). The patient stated that her current hcp office did not believe in pumps and they did not want to replace her pump. The patient wanted to get off medication, but that was before her feet shattered. The patient felt that there should be a ¿plan b¿, but her hcp wanted her to stick the plan and continue decreasing the medication in her pump. They told her it would be better once she got the medicine out of her. The patient was experiencing a return of symptoms. The patient had been in pain for 20 years, but she had been in excruciating pain since last month. The patient stated that she had a very acute case of peripheral neuropathy and lymphedema and had been through a ¿(B)(6)¿ for 20 years and felt the hcps had caused all of this damage. The patient was overdosed on medication to the point that it destroyed her nervous muscular system. It started off with the drug neurogin. The patient started taking neurogin in 1996 and then in 2000 they implanted her first pump and started her on dilaudid. The maximum dose of neurogin was supposed to be 1500 mg/day and the patient was at 7200 mg/day for 7.5 years. The neurogin destroyed her body, bones, and neuromuscular. The patient had been in an electric wheelchair for years. The patient¿s current hcp ¿was not comfortable with the dose of medication the patient had in her pump in the first place¿. The hcp said the dose was way too high and it was not what they wanted to see in the pump. They told the patient that she had to have all the medication out of her and the patient also wanted to come off the medication. About 4-5 months prior to this report, the hcps started decreasing her dose. The patient had to go back every month and have them decrease the dose. The patient used to be at 5.8 mg/day of dilaudid and was not down to 3.0 mg/day and they wanted to continue to decrease the dose every month. The dose had come down so low that the pump was not covering the pain. The hcp wanted to take the pump out in the future and not put another pump in. The patient stated that she ¿probably built up the tolerance to pain¿. The patient did not take any other medications for pain. The patient was hoping that they would put her back to where she was before the last adjustment when she was doing fine, but the hcp would not do that. Since implant, the patient had never been out of pain, ¿not even for 5 minutes¿. The patient didn¿t know if the pump was helping her, but was thinking now that it must have helped because when they ¿take medicine out of me I cannot even function¿. The pain in the last month felt like a ¿(B)(6)¿. Her feet were burning, pulsating, and throbbing; her ¿feet are breaking every time she puts weight on to transfer herself from wheelchair to toilet or something¿. She felt the bones in her feet ¿crack and move¿. The patient was doing well, but the last time they decreased her dose, it was like she ¿fell off the cliff¿. Since then, the patient had been experiencing excruciating, horrific pain. The patient had pain for 20 years and could take a lot of pain, but with the last adjustment the month prior, she had been suffering from unbelievable pain and could not take it anymore. She was not able to sleep. The hcp told the patient that they would not put her back on the dose where she was before last month. She called them 3 times and had an appointment scheduled with the hcp. The patient had not seen her pump managing physician in 2 years; the pump was filled at his clinic. She had an appointment to see the physician later in the day of this report. The first couple of times when they started decreasing her dose ¿it was not so bad¿; she did her best, but after the third time she started feeling it more. This was all before her feet broke. The patient didn¿t remember when her feet broke, but she had gone to an hcp because her left ankle was really hurting her. A foot specialist and a surgeon did x-rays of both feet in (B)(6) 2013 and told her that her feet had completely collapsed and the bones were broken. The patient had 13 breaks in her feet and ¿they are not even hardly connected to her leg bones¿. In (B)(6) 2013, they told her that her only option was to amputate her feet. The patient was not ¿rushing to it¿ and had been getting ¿a treatment in a more natural manner¿ and it had been helping her. The patient also went and got lymphedema help; they took 47 lbs of fluid off her legs and she was doing well and was actually walking. The patient stated that she was a study case on lymphedema and a (B)(6) was coming to meet her. They did the biography of her life, but now she was not even able to function and stand up in front of people and talk. The patient stated that, "I think what was happening was that the pain medication was masking the pain in my feet and it got to the next level like it was like someone threw gasoline on me¿. The patient was considering finding another hcp that would replace the pump rather than remove it. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the patient was continuing to look for a new pump managing physician as her current physician did not believe in pumps anymore or opiates and told her that they would no longer refill the pump because of a drug law passed in 2011. The physician felt that whatever was going into the pump was causing her harm. The next low reservoir alarm date was set for (B)(6) 2014. The patient was concerned about withdrawal if she couldn't find someone to refill the pump. The patient had contacted several physicians and still hadn't found anyone to manage her pump. The patient had been with her current physician for about 2.5 years. Trying to find a new pump managing physician was affecting the patient's blood pressure. The patient was on blood pressure medication; the patient had "always had high blood pressure". The patient knew what withdrawals were and with her heart problems "she probably wouldn't make it". Along with the neuropathy and lymphedema, the patient had arthritis throughout her body. It had gone into her legs and feet and now the bones were deteriorating in her feet and breaking (13 breaks). The patient had had a knee transplant that had gone well, but then the swelling from the lymphedema in her legs and feet was so painful that she went to a foot specialist which was when they took x-rays, found the breaks, and wanted to amputate her legs in (B)(6) 2013. The patient's legs split open from the swelling; it had happened many time and she had staph infections. She had had staph infections 3 times in the last 5 years due to the lymphedema. The patient did not feel that the dilaudid was the problem, "it's the other diseases". When they started decreasing the pump dose, the patient thought it was about (B)(6) each time. They were trying to get the patient off of the medication before a new pump had to be put in. At the time of this report, the device system was still delivering dilaudid. The patient stated that she was a "really sick girl" and could take a lot of pain, but this was beyond what she could do. The patient couldn't sleep or function and now with all the arthritis in her feet and her bones breaking she had to have pain relief. The patient stated it was like she was "in a torture chamber and being burned/electrocuted and it was horrible". The patient had "a lot wrong" with her; she had "multiple diseases, neuromuscular, and everything". Everything she had was extremely painful and it had gotten worse in 1996 as her diseases had gotten worse. When the pump dose was at 5.6 mg/day, the hcp (healthcare professional) said it was way too high and too much drug going into the patient. They told the patient that they wanted her to go down to "a better number" for her. The patient had always had pain, even with the pump, but didn't know what she would be like without the pump. As they dropped her down, "out of the 4s and into the 3s" she was feeling better and had gotten a lot of fluid off. As soon as they got her down to 2.6 mg/day, it was "horrible and like walking off a cliff and horrible excruciating pain". Approximately 3 months prior to this report, the pump dose was taken down to 2.6 from 5.6, since that time, the pain had been so excruciating that the patient was not sleeping; it was "24-7 thing for her". The patient was told that because she had so much "damage" to her body that she may not be able to come off the pump. The damage was caused by the drug neurontin that she had taken from 1995 or 1996 until 2003; it "destroyed her body". The patient felt that she was so very sick because she had been horribly overdosed on oral neurontin. The lymphedema and really bad swelling started in 1996; "most everything started back in the 90's" from the neurontin. As of the date of this report, the patient had reached a point where she could not go down any further. Her current managing physician's office was telling her they couldn't service the pump. They wanted her to come down more and have the pump taken out as they would not service the pump. The patient didn't know if she could bare being taken off of the pump. The day prior to this report, her managing physician's office had called her and told her that they would refill the pump, if she went down to 1.3 mg/day. It was later reported that the week prior to (B)(6) 2014, the pump dose was decreased to 1.3 mg/day and the patient was in excruciating pain. She could not sleep or do anything. The patient was told that the pump would not be filled again. The patient was continuing to look for a new pump managing physician. Per the current pump managing physician, the patient had greater expectation for the pump than what could be provided which was why the patient was still in pain. The patient's other conditions were her medical history and had nothing to do with her pump therapy.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j0058116r, implanted: (B)(6) 2001, product type catheter. (B)(4).